Event description:
Per the clinic, the patient experienced an infection at the receiver-stimulator, adjacent to the post auricular scar (date not reported). The patient was treated with antibiotics, however, the issue did not resolved. The device was explanted on (B)(6), 2022.

Manufacturer narrative:
This report is submitted on may 10, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 13, 2022.